Event description:
The lead was returned to the manufacturer and subsequently tested out of specifications during the manufacturer's analysis. Follow-up information received from the clinic disclosed that the lead was fractured, had noise, and had high impedance. The lead was programmed off and was later on extracted. The lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4): the full lead was returned in segments and analyzed. The defib conductor was fractured. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut and had cosmetic depression. The lead was stretched. Visual analysis noted the lead had apparent explant damage. (B)(4).